Event description:
Our sales rep, reported that the nail holding bolt got stuck in the jig. She attended the surgery and apparently they spent about half an hour trying to get the nail holding bolt out of the jig to no avail, due to patient safety they decided to remove our nail and use a nail from synthes. The surgeons then needed to exchange the guide wires for the synthes nail, this led then to lose their fracture reduction causing another 20 minute delay. They then continued the procedure.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.